Event description:
The customer reported that the device failed to sync correctly. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device failed to sync correctly. No adverse pt impact was reported. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.